Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an unsuccessful end of trial due to unknown medical complications. After attempting numerous times to place the lead in the correct position the physician was eventually forced to abandon the procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome and product information.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an unsuccessful end of trial due to unknown medical complications. After attempting numerous times to place the lead in the correct position the physician was eventually forced to abandon the procedure. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome and product information. Additional information was received indicating the patient was doing well post operatively.